Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of ¿broken cable.¿ the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found with the flush tube guide dislodged. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
A user facility medwatch (mw (B)(4)) was received and it was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor instrument cable broke. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the exact event date was (B)(6) 2019. The customer used a backup grasping retractor instrument to complete the procedure robotically and no fragment fell inside the patient.